Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner. Primary audible background test found in pump event history log. Occlusion test were able to duplicate the reported problem. The root cause of the reported issue was not found but speakers were found to not operate as intended. Actions were taken to mitigate the reported issue: replaced speaker. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was presenting with primary audible alarm. No patient injury was reported.